Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2009 (B)(6); product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient do not have concerns with their device or therapy.

Event description:
It was reported that the entire neurostimulator system was removed about a month after it was implanted. It didn't work. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.